Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject ((B)(6) had fallopian tube occlusion insert (batch no. 838568) inserted. The report describes a case of dysmenorrhoea ("dysmenorrhea") and uterine leiomyoma ("fibroid uterus"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, the subject experienced uterine leiomyoma. In 2016, the subject experienced dysmenorrhoea (seriousness criterion intervention required). The subject was treated with surgery (vaginal hysterectomy, bilateral salpingectomy and cystoscopy with removal of device on (B)(6) 2017) . Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the uterine leiomyoma and dysmenorrhoea had resolved. The investigator considered dysmenorrhoea to be related to fallopian tube occlusion insert. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The reporter commented: patient received toradol prior to procedure. Both tubal ostia were adequated visualized. After insertion, 3 coils were seen on left and right sides. Procedure took 3 minutes. Investigator not considered a serious event as subject was hospitalized less than 12 hours. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative. Company causality comment: this medically confirmed case report refers to an adult female subject who was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974), had essure (fallopian tube occlusion insert) inserted and experienced dysmenorrhea. The event is anticipated in the reference safety information for essure. The investigator assessed the dysmenorrhea as related to essure. In this case, the subject reported dysmenorrhea 4 years after essure insertion. She also had uterine leiomyoma. Essure was removed 4.5 years after insertion during a vaginal hysterectomy, bilateral salpingectomy and cystoscopy, mainly due to the leiomyoma. The event resolved after removal. Dysmenorrhea is a common adverse reaction reported during essure use, although the leiomyoma could be an alternative explanation, a contributory role of essure cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis is awaited.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "(B)(6)" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 838568) inserted. The report describes a case of dysmenorrhoea ("dysmenorrhea") and uterine leiomyoma ("fibroid uterus"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, 2 months 27 days after insertion of fallopian tube occlusion insert, the subject experienced uterine leiomyoma. In 2016, the subject experienced dysmenorrhoea (seriousness criterion intervention required). The subject was treated with surgery (vaginal hysterectomy, bilateral salpingectomy and cystoscopy with removal of device on (B)(6) 2017). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the uterine leiomyoma and dysmenorrhoea had resolved. The investigator considered dysmenorrhoea to be related to fallopian tube occlusion insert. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The reporter commented: patient received toradol prior to procedure. Both tubal ostia were adequated visualized. After insertion, 3 coils were seen on left and right sides. Procedure took 3 minutes. Investigator not considered a serious event as subject was hospitalized less than 12 hours. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: lot number 838568, production date mar-2011, expiration date mar-2014. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed case report refers to an adult female subject who was enrolled in a company-sponsored interventional study titled "(B)(6)" (protocol: (B)(4)), had essure (fallopian tube occlusion insert) inserted and experienced dysmenorrhea. The event is anticipated in the reference safety information for essure. The investigator assessed the dysmenorrhea as related to essure. In this case, the subject reported dysmenorrhea 4 years after essure insertion. She also had uterine leiomyoma. Essure was removed 4.5 years after insertion during a vaginal hysterectomy, bilateral salpingectomy and cystoscopy, mainly due to the leiomyoma. The event resolved after removal. Dysmenorrhea is a common adverse reaction reported during essure use, although the leiomyoma could be an alternative explanation, a contributory role of essure cannot be excluded. This case was regarded as incident since a device removal was required. The product technical analysis resulted in an unconfirmed quality defect.